Event description:
Procedure: "anastomosis". Reportedly, the instrument did not staple properly and the staple line did not hold. The procedure was converted to an open approach. And it was reported that the staples were seen not completely closed at the resection of the rectum. The surgeon then applied another device to complete anastomosis.